Event description:
It was reported that patient presented to the clinic after receiving an alert. Upon review, high out of range, high voltage lead impedance was observed on the right ventricular lead. Programming changes were made. Patient was in stable condition.